Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the lever of the prostyle could not be opened completely to open the foot. Therefore, the lever was closed and the device was removed. It was confirmed that the foot had closed completely. The sutures of a new prostyle device were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved with the one pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to open the lever/foot could not be confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulty to open the lever/foot could not be determined. Factors that contribute to the inability to lever/open the foot, include, but not limited to tissue or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.